Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2013 to explant the generator and lead due to infection. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The patient has not been re-implanted to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.